Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following several falls, the patient experienced ineffective therapy. Diagnostic revealed all high impedances on the left t12 lead. As a result, surgical intervention may be undertaken to address the issue.